Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on (B)(6) 2008 and phasix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on (B)(6) 2008 and phasix on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with epigastric hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #1). Per op notes, "a composix l/p mesh (device #1) was placed and tacked." (B)(6) 2018 - patient was diagnosed with adhesions, abdominal pain thereby underwent extensive lysis of adhesions. Per op notes, "adhesions from the surface of the mesh (device #1) were taken down." (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with explant of composix l/p mesh (device #1) and implant of phasix mesh (device #2). Per op notes, "the curled up previous mesh (device #1) was removed, and a phasix mesh (device #2) was placed and sutured."